Event description:
Talent stent grafts were implanted during the endovascular treatment of non ruptured aaa on unknown dates. The following adverse events were reported: limb ischemia aneurysm rupture, endograft infection, aneurysm enlargment, reintervention and open surgery. The cause of the adverse events are undetermined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; analysis of outcomes after endovascular abdominal aortic aneurysm repair in patients with abnormal findings on the first postoperative computed tomography angiography geraedts, et al, journal of endovascular therapy 28(6) 878¿887 doi: 10.1177/15266028211030539. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.